Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6)-2021 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of the reagent or instrument. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service performed precision testing, replaced tubing and the mixing paddle, cleaned the water filter and ran performance testing. The customer performed additional precision testing after repairs were made. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with the cobas e411 immunoassay analyzer. The initial result was >10000 miu/ml with a data flag. The analyzer repeated the sample on a 1:100 auto dilution with a result of 716.3 miu/ml. This result was reported outside of the laboratory. The reporter repeated the sample on a 1:100 dilution with a result of 39,079 miu/ml. This result was deemed correct and confirmed on an e601 in the lab. The reagent lot number was 516539 with an expiration date of 30-apr-2022.